Event description:
The patient received insulin lispro (humalog), dosage of 6 units per day via a humapen ergo teal opaque, beginning in 2002; unspecified type of human insulin (humulin) dosage of 70 units per day, for 16 days patient experienced hyperglycemia and was hospitalized for three days. The device user had not noticed that the injection screw was jammed on the pen. Treatment was not interrupted and the hyperglycemia normalized after the pen was changed. Humalog via the humapen ergo teal opaque and unspecified humulin was continued. It is unknown if the patient was a trained user. The pen is kept at room temperature and the needle is changed with every application. No additional information is expected. The device was returned to the company. The initial affiliate analysis revealed that the pen's engagement tabs on the cartridge holder were intact. The pen will be sent to the manufacturer for further investigation.